Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0322153v, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the device was moved due to an infection. The indication for use included urinary dysfunction.